Manufacturer narrative:
Block b2: exact date unknown, date of death occurred sometime early in the week before the manufacturer was aware. Date approximated. This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4).

Event description:
It was reported that the patient implanted with this spinal cord stimulator passed away due to suicide. There were no allegations that the procedure or implanted device caused or contributed to the death of the patient. The device was not removed and will not be returned.

Event description:
It was reported that the patient implanted with this spinal cord stimulator passed away due to suicide. There were no allegations that the procedure or implanted device caused or contributed to the death of the patient. The device was not removed and will not be returned.

Manufacturer narrative:
Block b2: exact date unknown, date of death occurred sometime early in the week before the manufacturer was aware. Date approximated. A risk management review was conducted and confirmed that the reported event type is addressed within the product risk management documentation and has been considered within the established risk-benefit analysis for the device. A review of the complaint information, device history record (DHR), risk management documentation, and available records indicated that the patient death was reported as a suicide. No information was provided alleging that device performance, device malfunction, or the implant procedure caused or contributed to the event. Furthermore, no objective evidence was available to support a causal relationship between the device and the reported outcome. No device-related deficiency, malfunction, or manufacturing issue was identified based on the available information. Due to the absence of a returned device and the lack of objective evidence supporting a device-related contribution, a definitive cause could not be established. Accordingly, the probable cause is assessed as cause not established.